Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the safety clamp did not engage when removing the IV set from the alaris device. This event occurred on the pediatric intensive care unit (picu). The clinician noticed the secondary safety clamp did not engage upon removal and engaged the roller clamp (which was open at the time). No patient harm occurred and the patient was no longer connected to the IV tubing. No further details could be recalled by the clinician.